Manufacturer narrative:
The permanent cautery spatula has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: the site claims that a fragment from a permanent cautery spatula instrument accessory fell inside the patient. The fragment was retrieved and no patient harm was reported. However, it is unknown what caused the breakage.

Event description:
It was reported during a da vinci myomectomy surgical procedure, a yellow part of permanent cautery spatula fell inside the patient and was retrieved from the patient. Additionally the instrument was reported to have a broken wire. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.